Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the second stapler was used during a procedure, the surgeon was able to press the green button and squeeze the handle but there was incomplete staple line distally after firing. In addition, the tissue was not cut and there was only part of staple fired and left in abdominal cavity. Suture and a new reload and same handle was used to resolve the issue to complete the case. There was no patient injury.